Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoid resection, the device worked prior to and after this blue cartridge was used. While using this blue cartridge the staples only partially deployed and the staples that did deploy did not form into the tissue, they are still straight. Another device was used to complete the procedure. No adverse consequences reported.